Manufacturer narrative:
Medical safety reviewed the event and noted the following: the patient was placed on venoarterial extracorporeal membrane oxygenation (va ECMO) for worsening heart failure and respiratory failure. An impella cp was inserted for left ventricular unloading. On day four of support, bleeding was noted at the access site, and one unit of packed red blood cells (prbc) was administered due to a drop in hemoglobin and hematocrit. On day seven, the care team escalated support to impella 5.5 with the plan to wean ECMO. Impella cp was explanted, and va ECMO was converted to venovenous (vv) ECMO. Post-explant, bilateral hematomas were observed at prior insertion sites. Five days after impella 5.5 placement, the patient developed fever and tachycardia, consistent with infection/sepsis. Native cardiac function continued to decline, and the patient¿s status was changed to do not resuscitate. Care was withdrawn following electroencephalogram findings consistent with encephalitis. The hematoma at impella cp insertion site is considered a reportable event. Fever and tachycardia during impella 5.5 support represent a reportable infection/sepsis event. Neurologic event (encephalitis) while on impella 5.5 support is reportable. Death occurred while on impella 5.5 support and is reportable, though clinical assessment suggests death was due to progressive decline rather than device malfunction. Outcome: the patient expired following withdrawal of care; no evidence of device malfunction reported. Investigation summary-major bleed: the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Device history review: the pump s/n: (B)(6) passed all the post sterile inspection checks. Related medical device reports: this impella cp device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella 5.5, which is associated with the demise outcome.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. The patient had presented to the hospital on (B)(6) 2025 for right and left heart catheterization. The patient was unable to lay flat for the procedure and was admitted and found to be in heart failure with atrial fibrillation with rapid ventricular response. While on the medical/surgical unit, the patient experienced an acute onset of shortness of breath and a pulse oxygenation level lower than the limit of detection. The patient was placed on a bilevel positive airway pressure machine and taken to the intensive care unit (ICU). Upon arrival to the ICU, the patient was emergently intubated and upon induction, the patient coded. The patient was canulated for veno-arterial extracorporeal membrane oxygenation (va ECMO) and then taken to the cardiac catheterization laboratory for impella cp placement for left ventricular unloading. On the fourth day of impella cp and va ECMO support, it was noted that the patient¿s heparin was withheld because of concern for the patient¿s hematocrit and hemoglobin dropping. The patient was transfused with one unit of packed red blood cells, and there was oozing noted at the impella access site. The site was re-dressed. On the seventh day of support, the medical team decided to escalate the patient to an impella 5.5 due to the need for prolonged hemodynamic support and for weaning the patient from va ECMO. Upon removal of the impella cp the access site was closed with perclose devices. It was noted after closure that the patient had bilateral hematomas at the impella access site and where the arterial ECMO cannula was removed for ECMO reconfiguration from va ECMO to veno-veno extracorporeal membrane oxygenation (vv ECMO). A vascular surgeon performed a cutdown and repair to the arteries and the patient was released to the ICU for rest and recovery. On the fifth day of impella 5.5 support, it was reported that the patient spiked a fever, was tachycardiac, and had low blood pressure. No interventions were reported for the events. On the seventh day of impella 5.5 support, vv ECMO was successfully decannulated. The following day, it was noted that the patient was hemodynamically unstable, and the medical team was unable to perform a spontaneous awakening trial. The patient was administered amiodarone for arrhythmias and then cardioverted to normal sinus rhythm. Additionally, it was noted that blood cultures were drawn. The patient¿s neurological status continued to be unclear and magnetic resonance imaging was recommended. The patient's code status was changed to do not resuscitate (dnr). An electroencephalogram showed generalized slowing, which was consistent with moderate diffuse encephalopathy, and it was noted that there was no evidence of devastating neurological injury. Family chose to withdraw care due to poor neurological prognosis. The patient¿s care was withdrawn, and the patient expired this complaint involves two impella devices: pump 1: impella cp, with serial number (B)(6). Pump 2: impella 5.5, with serial number (B)(6). This MDR specifically addresses pump 1: impella cp, with serial number (B)(6), which is the subject of this report. Separate mdrs will be submitted for the other devices associated with this complaint.

Manufacturer narrative:
Corrected information has been provided in d6b(explantation month, explantation day, explantation year). Upon review, it was identified that the information was incorrectly submitted in the initial report. The cause of the injury was not determined since product was not returned and insufficient clinical details provided.